Event description:
A customer reported to baxter sales representative (bsr) a clearlink system duo-vent c-flo set in which a type of sediment was found in the tubing. The anesthesiologist was running in lactated ringer's solution in the set. As the lactated ringer solution came to the distal end of the tubing, he noticed a brownish-tan particulate inside the tubing. The particulate did not move when the lactated ringer solution reached to it. The anesthesiologist was priming the tubing prior to use on a patient in the operating room. There were no physical irregularities found to the reported IV tubing set. There was no report of patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a clearlink system duo-vent c-flo set in which a type of sediment was found in the tubing was confirmed during visual inspection of reported set. Visual test confirmed the particle to be a piece of burned/charred plastic. The assignable root cause of the reported condition is unknown. There is no remedial action taken at this time.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported product is currently in the process of being return for evaluation at baxter facility. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.